Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an insufficient fluid supply. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a debridement procedure, the saline solution of a versajet ii exact disposable handpiece ran out of and the air entered. The instruments were outside the patient. There was no delay. The patient was not injured. The procedure was completed with a smith-nephew back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.